Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions and elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04250 / 04252). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The femoral stem remains implanted and was not revised as previously reported.

Event description:
Legal counsel for patient reports that patient underwent total right hip arthroplasty on (B)(6) 2005 and that a subsequent revision procedure occurred on (B)(6) 2012. Due to patient allegations of pain, swelling, dysfunction, elevated metal ion levels, loss of range of motion, metal poisoning and metallosis. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.